Manufacturer narrative:
Section d4. G3 & h4: additional information. Manufacturer's investigation conclusion: the reported speed decrease to 3000 rpm and low flow alarms could not be confirmed through this evaluation as no log files from the time of the reported events were submitted. A specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The submitted controller event log file contained approximately 2 hours of data from 27nov2019. The log file captured a low flow controller fault flag when calculated flow dropped to 2.3 lpm. This fault did not persist for at least 10 seconds to trigger an audible low flow hazard alarm. Of note, the log file captured 118 pi events. A low flow controller fault flag was also captured in the controller periodic log file on (B)(6) 2019 when calculated flow dropped to 2.4 lpm. A low flow hazard alarm was not recorded at this time. Of note, the controller periodic log file also captured 9 pi events. No other atypical alarms or events were captured. The actual speed remained at or above the low speed limit for the duration of the submitted log files and the pump appeared to be functioning as intended. The account communicated that the patient has had low flow alarms in the last 24 hours. Upon device interrogation by the account, log files only showed 2 hours of data due to frequent pi events. The patient also stated that the pump speed dropped to 3000 rpm. Additional information was requested, but not provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further related complaints have been reported at this time. The heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow and low speed alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age or date of birth, weight: information was requested, but not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had low flows. The log file analysis showed multiple pulsatility index (pi) events and only showed logs for the last 2 hours. Patient stated rpm dropped to 3000. The log file data showed one low flow event and multiple pi events that occurred on (B)(6) 2019.